Manufacturer narrative:
The lot was manufactured between january 10, 2019 to january 14, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow within 12 hour treatment. This issue was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.